Event description:
It was reported that the units would not recognize the flexible scope when plugged in and the 4u link would not display the camera correctly and had to be corrected. No negative impact in state of health reported. Cross reference mdrs: 2027009-2026-00934, 2027009-2026-00936.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).